Event description:
It was reported that there was an unknown issue with the personal therapy manager (ptm), catheter and pump. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 8832, serial# (B)(4), implanted: (B)(6) 2006, explanted: product type programmer, patient; product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8711, serial# (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8711, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).